Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
A family member reported that the patient experienced a blood glucose of over 500 mg/dl; the family member confirmed that the patient did now have nausea, vomiting, or shortness of breath. The family member declined to give further details of the patient's blood glucose excursion. The family member reported having loss or prime warnings for one month; the patient reportedly disconnected and reprimed. The family member reported that the site setup was changed and did not help the loss of prime issue. The family member indicated that the patient's blood glucose may not have been related to the loss of prime warnings. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).